Event description:
After removing the catheter, prior to inserting in the pt, the stent was partial deployed. An attempt was made to re-capture the stent, but it was not possible. The product was not clinically utilized and it will be returned for analysis.

Manufacturer narrative:
The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.